Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device confirmed the reported event of being unable to be disassembled. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depuy office personnel called to make aware, impactor will not release from the handle. The instrument worked fine in surgery.